Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up, one out of range shock impedance measurement was noted. All other values were within range and no noise was noted during isometric testing. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain implanted. No adverse patient effects were reported. Additional information noted that the patient came in for a follow up and no noise was reproduced. During additional maneuvers it was noted that abnormal signals marks as ventricular fibrillation and ventricular sensing was noted. A request for further review was sent to boston scientific technical services (ts). Boston scientific technical services (ts) noted artifacts on both the atrial and ventricular channel causing oversensing on the ventricular channel. Low r wave amplitudes were also noted which may compromise sensing of ventricular fibrillation. Ts noted that pacing and shock impedance measurements appears stable apart from one single out of range measurement. Ts discussed possible troubleshooting and performing maneuvers as well as possibly performing defibrillation testing to ensure system efficacy.